Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare professional [hcp] foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was always very satisfied with his stimulation, but now for the second time in six months suddenly all the electrode tips were defective. The rep provided a device data file. It was noted that the patient had a 90 centimeter vectris model lead with the ins implanted in the abdomen. The patient was "pulmonary" and had frequent, severe coughing fits which the rep thought could explain the lead failing. The patient was scheduled for a lead revision by the end of (B)(6) 2021 , and the hcp requested to check if there were any issues with the ins. It was noted that the rep didn't think there were any issues with the ins. Review of the device data file did not show anything out of the ordinary; the ins looked good, there was no power on reset (por), and there was no overdischarge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lead integrity problem was also noted.

Event description:
Additional information was received from the rep. It was reported that the serial number of the lead was not available at this time. There would be a switch of the lead at the end of (B)(6) 2021. The implant date of the lead was (B)(6) 2020 and the ins was implanted in 2018. It was noted that the patient's weight was not available, but there was no significant change in weight. It was reported that it could be that because of the terrible cough of the patient that the lead was broken. This was also the opinion of the physician. That's why perhaps the ins would be changed in locations for the next intervention. The ins was now located in the stomach and would go to the buttocks. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.